Manufacturer narrative:
No returns were made available from the customer site for this evaluation. Therefore, clinical sensitivity testing was performed using an in-house retained reagent pack of the architect hbsag qual ii assay lot 65142fn00 with test panels. All specifications were met, indicating acceptable performance of this assay lot. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect hbsag qualitative ii assay package insert and the architect system operations manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was concerned with a single patient sample but may be due to sample / reagent integrity issues at the time of testing.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4), that has similar products distributed in the us, list numbers (B)(4).

Event description:
The customer reports a false negative architect hbsag qual ii assay result for a patient serum sample (platelet concentrate donor). The sample tested reactive by an alternate format. No suspect results were reported from the lab. Controls were within specifications. There is no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.